Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
Patient was wearing a pod on the leg between 37 and 48 hours. On (B)(6) 2026, the patient reported pod adhesive loosening and cannula dislodging, resulting in insulin leakage down the leg during insulin delivery and correction attempts. The patient reported hyperglycemia with blood glucose reaching 495 mg/dl by fingerstick (435 mg/dl on sensor), dizziness, and leg pain. Medical attention was sought on the same day, and the patient was hospitalized for 4 days while continuing to wear the pod. Treatment with novorapid insulin was provided, and blood glucose levels reportedly improved following application of a new pod. The affected pod was removed after approximately 48 hours of wear. The patient was discharged on (B)(6) 2026. The reported diagnosis was type 1 diabetes without complications.